Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separated medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A second prostyle device was attempted; however, the device became lodged in the femoral artery and could not be removed. A cut down was performed to remove the device. Vessel damage occurred and a patch was placed to repair the artery. The sheath was upsized to 16fr, and the evar procedure was completed. The patch was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure due to the cut down and artery repair. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a foreseeable adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.